Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. The front panel bezel gasket was drooping approximately .5 inches over the center of the front panel overlay. This does not obstruct the view or the functionality of the touch screen. An as received simulated therapy was initiated and completed on the cycler without complication. The cycler weigh fill volumes were within tolerance. The fill times were within the time specifications and the sound emitted by the cycler during the treatment test was normal. The cycler underwent and passed a system air leak test, load cell verification, and valve actuation testing. An internal inspection was performed and no discrepancies were encountered. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced an increased intraperitoneal volume (iipv) event. The technical support representative reviewed the patient treatment data to confirm the allegation. The patient had a drain volume of 5108ml during therapy which is 206% the maximum fill volume of 2476ml. The technical support representative advised the patient¿s contact to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information has been requested, however, to date a response has not been received.